Event description:
Complainant alleged that while attempting to cardiovert a patient (age unknown) the electrode pads were attached to the patient and caused the associated defibrillator to display a "poor pad contact" message. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.